Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. PMA/510k: simimilar product to 190-000.

Event description:
The customer reported a conflicting patient result with the ID now covid-19 assay performed on (B)(6)2022 . The patient initially tested positive with the ID now covid-19 assay. Repeat testing was performed the same day which generated negative results. Pcr confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.